Event description:
It was reported that a user contacted support because the continuous glucose monitor did not display a warmup message after scanning with the ilet, and review of the device menu showed the cgm was pairing without alerts; after an ilet restart, the cgm menu displayed the sensor warmup, indicating successful pairing and normal warmup initiation. Symptoms included no clinical symptoms. Outcomes included no impact on health. Investigation included customer service review of device status, guided troubleshooting, and device restart. Investigation of this case revealed successful cgm-to-ilet communication after restart, consistent with a temporary pairing/display initiation issue that resolved without alarms or additional intervention. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient software behavior addressed by a device restart.